Event description:
This critically ill 73-yr-old female was transferred to the hosp two days post acute myocardial infarction complicated with an apical ventricular defect. This pt underwent a coronary artery bypass and ventricular septal defect repair with intra-aortic balloon pump support. Postop she remained critically ill, ventialtor dependent with further complications of acute renal failure, a right cerebral vascular accident and sepsis. On postop day #7, (6/6/93), pt returned emergently to the or for removal of a leaking intra-arotic balloon that was difficult to remove without surgical intervention. Pt suffered a cardiac arrest in the or. She was resusitated and sent back to the ICU when she expired nine hrs after the procedure. The physician stated that the leaking intra-aortic balloon did not cause the pt's death. The event occurred 6/6/93, this office was first notified 8/30/93 by a third party. An immediate investigation revealed the details of incident and that the MFR was just notified 9/9/93. We chose to file a late report to abide by the spirit of the law.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: no. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.